Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. The customer¿s high blood glucose level was 500 mg/dl and low blood glucose level was 39 mg/dl. The customer was not able to troubleshoot for high and low blood glucose. The customer¿s blood glucose level was fluctuation from 45 to 500 mg/dl. The customer was treated with the insulin pump for high blood glucose. The auto mode was not active. The device will not be returned for the analysis.